Manufacturer narrative:
Concomitant medical products: product ID: w2dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited loss of capture and rising, variable thresholds. It was also reported that mode switch occurred. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.